Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.8, lab: 5.8, mean: 3.8, confident limits: 2.3-5.7. As per internal procedure rev.2 the lab value is not within the confident limit. The product will be investigated. The patient, also, did the lab test previous day and the reading was 9. But no meter reading which was done doctor's office was given.

Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: 1.8, lab: 5.8.